Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: "according to the user: the oxygenator has a leaky luerlock connection. Unfortunately, further data are not available for this complaint. (B)(4)." (B)(4).

Event description:
Ref.: #(B)(4) , customer ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4) rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). Oxygenator was sent back for investigation in the laboratory of manufacturer. The visual invetsigation of the oxygenator revealed damage (cracks) at the luer connector of the blood inlet connector. When the leak test according to lv 201 was carried out, leakage through the cracks was detected on the same luer connection. Based on this failure could be confirmed. Sap trend search was performed (material 70103.5689, failure code 0105 leakage luer outlet side) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. The trend search also was performed according to the oxygenator batch. The product list which this defective oxy was use, is found via sap. Sap trend search was performed for this product list and similar failure descriptions which came to following results: 3 additional complaints were recorded which appears reported issues are the same in last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4) , which is below (B)(4) . Due to this information no systemic issue could be determined. The manufacturer`s review of the steps in production indicated that a related inspections are conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified.

Event description:
Ref.(B)(4)., customer ref. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).